Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "door broken". This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken door was due to a broken pump head door on the upper and lower hinge area.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a malfunction a broken door was confirmed by baxter personnel. The root cause of this condition was determined to be a broken pump head door due to mishandling of flogard unit. "Replacement of the pump head door corrected this condition." Should additional information be received a follow-up medwatch will be submitted.